Manufacturer narrative:
A boston scientific discussed and documented the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the clinic and a review of the remote monitoring data noted the lead safety switch (lss) had been triggered on the atrial channel due to pacing impedance measurements greater than 2000 ohms. And there was also noise on the atrial and right ventricular (rv) channel. The clinic instructed the patient to go to the emergency room. Device evaluation noted the atrial noise was over sensed and there were stored episodes of atrial tachycardia response (atr). Additionally, the rv noise was over sensed and there were stored events suspected to be caused by minute ventilation (mv) interaction. Pacing inhibition of three seconds was observed due to the over sensed noise. The lss was reset and the atrial lead was programmed back to bipolar sensing and unipolar pacing which resulted in good sensing measurements and an impedance measurement of 1000 ohms. Rate response (rr) was programmed off as a precaution and the accelerometer remained programmed on. No testing was performed to confirm the source of the clinical observations. No adverse patient effects were reported.